Event description:
The customer reported the manifold was uncapped and unattended while a heart pt was on bypass. When the nurse returned to the room, it was noted that the side port had leaked a large amount of "fluid from the pt" onto the floor.